Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. The pump passed the self test, rewind test and displacement test. Pump communicated properly with test guardian link (4) transmitter. Pairing successfully. No bluetooth communication anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿ the pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. In summary, customer alleged no com pump to xmtr was not confirmed. The pump was able to pair with transmitter and pairing was successful. Reservoir unable to lock into place not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer alleged an inability to pair the sensor with the pump and difficulty inserting and locking the reservoir, possibly due to stripped threads in the reservoir compartment. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. Customer reports being unable to pair instinct sensor with pump. Customer was advised to use the minimed mobile app to start the sensor. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1884 will be returned for analysis.